Manufacturer narrative:
Additional information added to: the customer¿s report of a hole in the tubing and leak was confirmed. During visual inspection of the set, it was observed immediately that the silicone segment had a pin hole near the upper fitment. Functional and pressure testing was performed, a leak was immediately observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a pin hole in the silicone segment. The root cause of the pin hole was not determined.

Event description:
It was reported that in the chemotherapy unit, with saline infusing and a paclitaxel piggyback with the clamp closed, it was noted that a pin-point hole in the pumping segment was leaking saline. There was no clinical effects on the patient from this event. Although requested, no further information has been provided.

Manufacturer narrative:
Report source: strategic sourcing buyer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Section a: although requested, patient demographics not provided.

Event description:
It was reported that in the chemotherapy unit, with saline infusing and a paclitaxel piggyback with the clamp closed, it was noted that a pin-point hole in the pumping segment was leaking saline. There was no clinical effects on the patient from this event. Although requested, no further information has been provided.